Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0pybh, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that several years ago, the patient had severe pain at the lead insertion site, which radiated down to both their legs. It was also reported that they had ¿paralysis of their bilateral legs;¿ they were taken to the ER and admitted. It was unknown if this was related to their device. It was noted that the ins and lead were replaced in 2015. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not known.